Event description:
N/a.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit. Customer reported system was leaking. No other information was provided. Fse performed external and internal helium leak checks and cardiosave passed both test. Could not duplicate any kind of leak. He performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use, and was returned to the customer.the failure analysis and testing department received the part associated with this complaint high pressure helium regulator . This part was received with a reported unit failure message of significantly leaking during leak test. Performed visual inspection of this part received and observed a foreign substance on the inside of the high pressure regulator. Due to this foreign substance and the risk it poses, this part cannot be investigated any further by the fat dept. This foreign substance probably caused the leaking of high pressure regulator. Retaining high pressure regulator in the fat dept. As per procedure 0002-07-d008 rev al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) device has a leak.